Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead experienced a kink and a lead repair kit was used. This was an additional medical intervention necessary to provide appropriate therapy. The lead remains in service. No additional adverse patient effects were reported.